Event description:
It was reported that, "when tightening the femoral augments the surgeon noticed that the instrument was becoming stripped."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.